Event description:
As reported, during valve preparation, the valve was rinsed as usual but it was noticed a thread protruding like a loop from one of the leaflets into the lumen of the valve. The thread was fixed directly to the leaflets. Another 26mm sapien 3 ultra valve was successfully implanted. The patient was in stable condition and was discharged.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. One (1) white thread approximately 2 cm in length found on valve. The thread was not attached to valve. No other abnormalities observed on cross sutures or skirt joints. The particulate fiber thread was compared with other suture fibers utilized in the manufacturing process. The incident fiber was found to be thicker than those used during the manufacturing process. Therefore, it is unlikely that the fiber is related to edwards' manufacturing process. Additional assessment of the valve was performed and found no loose commissure tabs, no potential gaps around the commissures, and no suture line offsets, no missing uhmw suture. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the return device. A review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A comparison of the incident fiber with manufacturing fibers was performed to verify that any similar materials and/or size were used in production. However, no similar material and/or size was identified to match the foreign thread returned. In additional, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulates through multiple manufacturing mitigations in place. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, ''during valve preparation, the valve was rinsed as usual but it was noticed a thread protruding like a loop from one of the leaflets into the lumen of the valve''. Per evaluation of the returned device, the valve was pre-crimped. There were no abnormalities on appearance of valve. In this case, no thread was observed or reported upon opening the valve jar. The thread was found after thv rinsing, so it was possible the particulate was introduced during the device preparation handling. As such, available information suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.